Manufacturer narrative:
(B)(4): indication for use. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for investigation and the reported tip separation was confirmed. A review of the lot history record revealed no non-conformances with this lot and a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on visual, dimensional and functional analysis, as well as, the scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. Based on the information reviewed, there is no indication of a product deficiency. It was noted that the whisper guide wire was used during a cardiac resynchronization therapy to implant a defibrillator. It should be noted that in the caution section of the hi-torque guide wire instructions for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). It is possible that the improper use of the wire may have contributed to the reported separation.

Event description:
A small part of the whisper guide wire broke off during the cardiac resynchronization therapy-defibrillator implant. No additional information was provided.